Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an in.pact pacific to treat a moderately calcified lesion with 40% stenosis in the right distal iliac artery. The lesion length and artery diameter were 20mm and 6mm, respectively. The physician used a non medtronic 6f sheath and a non medtronic guidewire. The IFU was followed and the device was prepped without issue. No resistance was encountered during initial advancement of the device and no embolic protection was used. A non medtronic inflation device was used to inflate the device. It was reported that the balloon detached from the shaft after pta (percutaneous transluminal angioplasty) and deflation. No allegation of a balloon leak or burst. Physician successfully removed balloon catheter without balloon. Physician removed the balloon when it had fully deflated with a snare. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. Only the balloon was provided therefore it is not possible to confirm the identity of the device. The balloon returned unfolded. It was not possible to perform further tests due to the condition of the returned device. If information is provided in the future, a supplemental report will be issued.